Manufacturer narrative:
Investigation of the guidewire returned on 8/08 revealed its core wire was broken at approx. 41mm from tip end. Coil wire was found elongated for approx. 60mm but was not broken apart, the guidewire was in one unit up to distal end. Close observation of the broken site of the core wire revealed the breakage due to rotation. Helical damage and deformation was found with its composite core. The microcatheter used in combination was also returned, which showed no notable damage. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria. Based on the obtained information and the outcomes of the investigation, it is inferred that the tip might be trapped in the cto lesion and rotational manipulation was applied to the guidewire, resulting the breakage of core wire due to the force exceeding the product design limit. Warning section of the IFU describes: - if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, to treat the heavily tortuous heavily calcified cto lesion at #2 rca, subject guidewire was advanced with a support catheter. During the attempts to cross the target lesion, physician felt some irregular with the guidewire, and upon removal, damage was found at the tip of guidewire. There was no injury or impact to the patient.

Manufacturer narrative:
(B)(4)